Manufacturer narrative:
(B)(4). Date of event: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the device was placed across the bowel and fired. It could not be removed from tissue. After a forty five minute delay they disassembled the device to remove from tissue. A similar device was used to complete the case. There were no patient consequences.